Event description:
The pt experienced a burning sensation at the implant site following strenuous activity/exercise. She reached up high and felt a "tearing" sensation. The sensation was present whether the stimulation was on or off. Further info is being requested at this time.